Manufacturer narrative:
Analysis found that the distal coil and sensing cables at 30cm from the distal tip were fractured, indicative of clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapies due to noise. A decrease in sensing, high impedance and increase in threshold were also observed. X-ray revealed conductor damage near the suture sleeve. The lead was explanted.